Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor was providing readings in the dexcom app, but pairing to the ilet pump failed; the user had previously paired the sensor to a dexcom receiver, which was turned off during troubleshooting, and steps included disabling phone bluetooth, reentering the pairing code, and guidance to toggle g6/g7 settings before reentering the code. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose control and no need for medical care. Investigation included customer education and guided troubleshooting focused on bluetooth connectivity, device pairing workflow, and configuration settings. Investigation of this case revealed a connectivity and configuration issue consistent with interference from multiple paired display devices and incomplete pairing workflow between the cgm and the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity factors related to device pairing and configuration.